Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient complained of more neck pain at the appointment on (B)(6) 2018. The ins was checked several times. A lumbar neurotomy was performed on (B)(6) 2018. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The device diagnosis was updated to not applicable. The event etiology was updated to not due to programming. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. A device diagnosis of trauma to the spinal cord stimulator (scs) was reported. The clinical diagnosis was a decrease in stimulator efficacy. On (B)(6) 2017, the patient stated that she fell on her buttock in (B)(6) 2017 and had more back and leg pain. The patient didn't think the stimulator was working as well and there was a loss of scs efficacy. An examination confirmed the event. The patient was reprogrammed the same day, and it seemed to help for 1-2 days. On (B)(6) 2017, the pain level was the following: general 6-8, back 6-8, leg 6-8, neck 8, and arms 0. On (B)(6) 2017, there was the some loss of efficacy of scs and the pain level was better at 4-7-4, neck-0, arm-0. An x-ray and CT of the spine on (B)(6) 2017 showed no lead fracture, no displacement, and no spinal fracture. The pain included some "zapping sensation". The ins was interrogated and reprogrammed on (B)(6) 2017. It was noted the impedances were within range. The reprogramming resolved the zapping pain. An examination on (B)(6) 2017 specified the pain decreased per the medical exam. The patient had a left cervical neurotomy on (B)(6) 2017 and medications for the cervical spine (left) was administered, and a right cervical neurotomy on (B)(6) 2017. Medications for the cervical spine (right) was also administered on (B)(6) 2017. An examination on (B)(6) 2017 specified a pain level of 5-6-0-0-0. The device was reprogrammed. A left lumbar medical branch block was performed and medications for the lumbar spine (left) were administered on (B)(6) 2017. A right lumbar medial branch block and medications for the lumbar spine (right) were administered on (B)(6) 2017. An examination on (B)(6) 2017 specified a pain level of 4-3-3-0-0, and the ins was reprogrammed. A lumbar med/lateral left neurotomy and medications was administered on (B)(6) 2018. An examination on (B)(6) 2018 specified a pain level of 5-5. A lateral epicondyle injection was administered on (B)(6) 2018 and reprogramming was performed. On (B)(6) 2018, a right lumbar med/lateral branch block was performed. The pain level was 5-5. The ins was reprogrammed on (B)(6) 2018. The patient had an appointment scheduled for (B)(6) 2018. The event was ongoing. The event was assessed as unlikely related to the device or therapy, not related to the implant procedure. The event was assessed as due to programming. The final programming date prior to the event occurred on (B)(6) 2017.